Event description:
In 2002, the pt was unable to obtain link with the device. At the center, external equipment was exchanged, however the problem remained. Further testing of the device at the implant center confirmed that the device was no longer functioning.